Event description:
It was reported that a button error alarm was received on the insulin pump, after the patient ran through the sprinklers. The customer's blood glucose level was 9.4 mmol/l. It was advised to discontinue use and revert to a back-up plan. Nothing further was reported.